Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high and unstable thresholds, high and variable impedance, oversensing noise, and many non-sustained ventricular tachycardia (vt) episodes. A lead fracture is suspected. Noise was also indicated on the patient's implantable cardioverter defibrillator (ICD). Reprogramming was completed until a later date when the device and lead were extracted and replaced. No patient complications have been reported as a result of this event.